Event description:
Patient undergoing standard pci. After ballooning of lesion patient had significant thrombosis. Physician gave additional anticoag's/thrombus drugs and placed 2 de stents. Patient continued to thrombose and entire vessel was occluded. Dr recommended surgery at this point. However, as last ditch effort they chose to use x-sizer to remove some of the thrombus burden in hopes to prevent surgery. X-sizer was passed through freshly deployed stent and got caught in one of the stents struts. They were able to finally remove the x-sizer and patient was sent to surgery.